Event description:
Same case as MFR#: 2134265-2010-05541. (B)(4). It was reported that during a coronary artery stenting treatment procedure incomplete stent apposition occurred. The target lesion was located in the 1st obtuse marginal (om) with 99% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and placement of two 2.25mm x16mm taxus liberte stents and post dilatation with 0% residual stenosis. The 2nd target lesion was located in the proximal left circumflex artery with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00mm x 20mm taxus liberte stent and post dilatation with 0% residual stenosis. Post-stent deployment use of ivus revealed incomplete apposition of both 2.25x16mm taxus liberte stents in the 1st om which were treated with post dilatations with a compliant balloon. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).